Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up arrow was not responding. Customer¿s blood glucose was 110 mg/dl at the time of incident. Customer stated that the time was advancing. Customer stated that they had to press button multiple times. The insulin pump will be returned for analysis.